Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while the device was being applied in the mouth, down the esophagus, the anvil disengaged from the tubing on the device. When the tubing was pulled through the enterotomy, the anvil already disengaged. They could not pull the suture reel because the suture was caught on something preventing from pulling the anvil orally. The surgical time was extended for more than thirty minutes. They did an endoscopy to find the anvil. They retrieved the anvil and used another device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.